Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. Telephone number for section (B)(6). Review of the most recent repair record determined the cutter was damaged; however, the repair was not completed because the unit could not be repaired. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was initially reported that the device did not work. Completion of the investigation identified that the comb of the device was damaged. No adverse events were reported as a result of this malfunction.